Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2025-16867. It was reported that premature battery depletion was noted on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. During the procedure, the left ventricular (lv) lead failed to be separated from the guidewire. The physician elected to not use the lead, and a new one was implanted. The patient condition was stable.